Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was returned and analyzed. The device case was opened and visual inspection found no irregularities. The battery and high voltage capacitors were removed and the hybrid unfolded and analyzed. Upon powering up the device a series of 13 tones and then a pause followed by 13 tones repeated in a loop. This behavior was noted to be consistent with an rf crystal issue in the rf circuit. A known good crystal was attached in parallel to the device and power cycled; the device functioned normally each time. The parallel crystal was then removed and original crystal replaced and the device continued to function normally. Analysis confirmed the reported clinical observation of loss of rf telemetry noting it to be the result of a defective crystal in the rf circuit.

Event description:
--

Manufacturer narrative:
(B)(4). This product has been returned and is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) underwent an ablation procedure for ventricular tachycardia (vt). Defibrillation pads were noted to be placed directly over the device and three external shocks were delivered during the procedure. Following the ablation, the device could not be interrogated despite multiple attempts. Additionally, during the ablation the physician uncovered slower vt than initially encountered for which the physician felt a transvenous system would better manage. The s-ICD was observed to emit tones at random intervals with no change to the behavior with application of a magnet; boston scientific technical services (ts) explained this behavior is consistent with the device continuously resetting. As therapy was programmed off prior to the ablation procedure and telemetry could not be established afterward, the patient was without therapy. A revision procedure was performed two days later at which time the device was explanted and replaced with a transvenous system. No adverse patient effects were reported.